Event description:
The customer reported to oiympus an inability to insufflate their evis exera iii colonovideoscope. During the testing and inspection of the returned device, foreign material was found, clogging the endoscope. This MDR is being submitted to capture the reportable malfunction found during device evaluation. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation, and the reported problem has been confirmed; foreign material has been found to have clogged the endoscope causing the insufflation issue. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle could not be further identified. It was presumed that the suggested phenomenon was due to damage to the device, which would lead to an inability to properly reprocess the device. There was no information provided that would infer evident misuse of the device; therefore, further cause of the damage could not be presumed. Olympus will continue to monitor field performance for this device.